Event description:
49 year old female with medical history of mitral insufficiency, rheumatic heart disease, and pulmonary hypertension s/p mitral valve balloon valvuloplasty underwent a mitral valve replacement using a 28mm mitral homograft on 3/25/1996. On 9/9/1996, pt required reoperation due to mitral regurgitation. The pt had her mitral valve medial commissure and tricuspid valve repaired. The site has not assessed the relation of the event to the homograft.